Event description:
I was diagnosed with rosacea and was told that ipl would help with rosacea so I decided that why not give it a try I had done it before. I went and got it done and was told they went a little deeper like they normally do with rosacea patients. However, the next day I woke up with a terrible reaction swelling on one side of my face. Later that night I woke up with allover redness and burning. I thought it was just an allergic reaction so I did a (B)(6) visit and got some prednisone. However, when the burning and the redness did not go away, I had to go to the emergency room to get something for pain, and they only helped for a little bit. I ended up seeing a dermatologist and she just wanted get the swelling down first. Since then, I have tried topical steroid treatments non-steroid treatments oral and topical antibiotics and was nothing has seemed to help. I was told that this was caused by the ipl and it is neurogenic rosacea. I have been suffering for the last six months and no one knows what to do. I am in constant pain and this has ruined my life. It controls everything that I do.